Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The only part of the broken needle that was returned for the evaluation was the half containing the attachment end. An inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device was visually evaluated. The inspection did not reveal any signs of manufacturing defects with the needles.

Event description:
It was reported that a patient underwent an aortic valve repair procedure on (B)(6) 2012 and suture was used. The surgeon penetrated the needle into the breast bone from the back of the manubrium of the sternum and it was hard to penetrate. After the surgeon penetrated it several times, the needle broke at the tip and remained in the breast bone. The surgeon closed the incision without removing the needle piece because, it was buried in the breast bone. The patient is hospitalized in the intensive care unit. The surgeon has not scheduled to remove the broken needle piece.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.